Manufacturer narrative:
(B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant products: unk, unknown liner, unk; unk, unknown stem, unk; unk, unknown cup, unk. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 06078, 0001822565 - 2017 - 06080, 0001822565 - 2017 - 06081.

Event description:
It was reported that a patient was treated for a staph aureaus infection. No revision was performed. The patient was treated with prolonged antibiotics. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event. The initial report was submitted in error and should be voided.